Event description:
I had lasik 10 years ago and have recently been diagnosed with corneal ectasia in my left eye. I can't see out of it and I can't drive at night. I've been referred to a dr. For cornea cross-linking in a month. If I had it all over to do again, I would never recommend anyone get lasik! My vision will never ever be able to be corrected without a cornea transplant, but with that , at the age of (B)(6), is a bad option because they can fail too and I would need to be on steroids.